Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product and a deflation" this record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and surgical damage. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ yellow biological tissue observed in the surface of the shell.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product and a deflation" this record is for the right side. The device has been explanted.

Event description:
Device has been explanted.